Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the e-tubing on a bd intima ii¿ IV catheter broke during infusion. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: the device history record was reviewed, no related abnormalities were found. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Inspection of the damaged edge of the extended tubing showed that the edges were rough, indicating that the tubing was likely pulled apart. Correspondingly, the defect was not present at the initial time of the infusion suggesting that the root cause is not related to the manufacturing process. However our investigators were not able to determine the root cause.